Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead underwent a non-invasive programmed stimulation (nips) test the day after the implant of the patient's device. Shock impedance measurements with the nips study were 30 ohms. Then shock impedance measurements subsequently decreased from 70 to 49 ohms. No additional adverse patient effects were reported. The lead remains in service.